Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test.". The patient's medical history included dehydration, diarrhea, vomiting, arthritis, headache, cramp in lower abdomen and enlarged tonsils. Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos;vitamins nos (prenatal vitamins) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced hypoaesthesia ("other injury(ies) or complication (s) please describe: numbness of only one finger (ring finger on right hand") and peripheral swelling ("other injury(ies) or complication (s) please describe: swelling of only one finger (ring finger on right hand)."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, heavy menstrual bleeding, allergy to metals, psychological trauma, bladder disorder, vaginal discharge, tooth disorder, fatigue, alopecia, hormone level abnormal, nausea, vaginal haemorrhage, depression, hypoaesthesia and peripheral swelling outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, nausea, pelvic pain, peripheral swelling, psychological trauma, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Appropriate cods protruding from tubal osha with 2 on the right and 4 on the left. Follow up 5 and 6 processed together. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Batch no b97489 production date 2013-11-25 expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. B97489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test." The patient's medical history included dehydration, diarrhea, vomiting, arthritis, headache, cramp in lower abdomen and enlarged tonsils. Concomitant products included medroxyprogesterone acetate (depo provera), minerals nos; vitamins nos (prenatal vitamins) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced hypoaesthesia ("other injury(ies) or complication (s) please describe: numbness of only one finger (ring finger on right hand") and peripheral swelling ("other injury(ies) or complication (s) please describe: swelling of only one finger (ring finger on right hand)."). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), vaginal discharge ("vaginal discharge"), tooth disorder ("dental problems"), fatigue ("fatigue") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, female sexual dysfunction, heavy menstrual bleeding, allergy to metals, psychological trauma, bladder disorder, vaginal discharge, tooth disorder, fatigue, alopecia, hormone level abnormal, nausea, vaginal haemorrhage, depression and hypoaesthesia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, heavy menstrual bleeding, hormone level abnormal, hypoaesthesia, nausea, pelvic pain, peripheral swelling, psychological trauma, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy: date of insertion previously reported as (B)(6) 2014 now it is reported (B)(6) 2014. Appropriate cods protruding from tubal osha with 2 on the right and 4 on the left. Follow up 5 and 6 processed together. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, device removal details added. Action taken with drug updated. Case upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.